Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Gas loss alarm occured. Customer stated that they performed all the things but wanted to verify they did not miss anything.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.